Event description:
It was reported that the device is near recommended replacement time (rrt) in only short period of time with very little pacing or shocks. The device remains in use, however the patient has been referred to cardiology for a change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is the same to a device marketed in the u.s. Concomitant: 5076 implantable pacing lead 2004 (B)(6). (B)(4).